Event description:
It has been reported to philips that a vascular procedure could not commence, as the customer had lost power to the system. The patient was already in the room and later passed away. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, a patient was placed on the system¿s table for a critical vascular procedure without the technician realizing that the system had no power. The patient was moved to a different room, and subsequently passed away. Philips has completed a good faith effort to acquire more information regarding the patient¿s condition and the circumstances of the patient¿s passing. However, the customer has declined to provide further information. Philips has examined the system on site and interviewed the customer. Investigation identified that the wall- mounted emergency stop button had been pressed by mistake, which tripped the hospital¿s power breaker and resulted in the system losing power. As specified in the system¿s instructions for use, in a hospital environment, an emergency power-off switch may be installed to interrupt the mains power supply to the system. After the philips field service engineer (fse) reset the breaker, the system was fully functional and was returned to use in good working order. The investigation concluded that there was no malfunction of the philips system. As such, philips has re-evaluated this complaint and found it to be not reportable. The codes have been updated based on investigation outcome.